Manufacturer narrative:
The device was discarded at the hospital. No model or lot number was able to be obtained. Perforation of the right ventricle is listed in the instructions for use as a potential complication associated with the use of pacing catheters. As noted: ¿cases of myocardial perforation associated with the use of temporary transvenous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended.¿ it could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported in the asian cardiovascular and thoracic annals (2014)( doi: 10.1177/0218492314544129) that a standard electrocardiogram showed complete heart block in an (B)(6) year-old woman who presented with syncope. A swan-ganz pacing pulmonary artery catheter was implanted via the right jugular vein, with the pacing electrode positioned at the right ventricular outflow tract. Two hours after implantation, she presented with anoxia. An echocardiogram indicated pericardial effusion. Computed tomography revealed right ventricular perforation by the swan-ganz catheter, resulting in cardiac tamponade. The patient underwent urgent surgery via a median sternotomy. Perforation of the right ventricular free wall by the swan-ganz catheter was confirmed, with the distal 8 cm of the catheter body lying along the epicardial surface. After implantation of a temporary epicardial pacing lead, the swan-ganz catheter was removed and direct suture of the perforation site was performed. Despite emergency surgery, the patient died of acute respiratory distress syndrome (ards) on the 15th postoperative day. The author stated that the fragility of the myocardium in the elderly was considered to be the major reason for this complication. After the cardiac tamponade was observed, the patient had cardiac shock, pneumonia, cardiac arrest and ards. The customer commented that there were no problems with the catheter.